Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the plastic looked melted around the reservoir compartment. The blood glucose reading at the time of the call was 181 mg/dl. The customer was unsure of how the damage occurred and stated that she noticed the damage a couple of days prior. The customer did not know what the blood glucose reading was at the time of the event. The customer reported that the reservoir was breaking away. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o ring and cracked case at reservoir tube window corner. No melted around the pump noted.